Manufacturer narrative:
H10: the lot number was not provided for the reported malfunction, therefore a lot history review was not performed. The device was not returned for evaluation; however,medical records were provided and reviewed.therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc), filter limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter.the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that rf320j vena cava filter allegedly experienced difficulty to remove, detachment of device, and perforation. This information was received from one source. One patient was involved and there was no reported patient injury. A female patient age and weight was not provided.

Manufacturer narrative:
The lot number was not provided, therefore a lot history review was not performed. The device was not returned for evaluation and medical records were not provided for review, therefore the investigation is inconclusive for the alleged perforation of the ivc, retrieval difficulties and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown g2 filter allegedly experienced difficulty to remove, detachment of device, and patient device interaction problem. This information was received from one source. One patient was involved and there was no reported patient injury. Patient age, weight, and gender were not provided.